Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-13075. It was reported that the patient presented to the clinic with progressive pocket swelling and redness around the implant pocket of the pacemaker. The physician confirmed it was infection and explanted the right ventricular (rv) lead and the pacemaker. Since patient is pacemaker dependent, physician implanted a temporary wire to the right ventricle on (B)(6) 2021 for pacing. There were no complications with the procedure and there were no reported adverse consequences to the patient.